Event description:
The patient is male and (B)(6), diagnosed as depression comminuted skull fracture. The surgeon did cranioplasty on (B)(6) 2013. During the procedure, the surgeon used 8 pieces of self· tapping screws but found that 8 screws had slip issue. The surgeon had to drill holes again to make the screws fixed. One screw was broken inside the skull. The surgeon removed all burrs to complete the procedure. The whole procedure was delayed more than 30 minutes. This report is report 6 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of the device history record will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that no complaint related anomalies noted.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon did cranioplasty on (B)(6), 2014.